Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the end-user was hospitalized in the ICU with diabetic ketoacidosis (dka) and a reported blood glucose of 1,800 mg/dl. The end-user received hospital treatment including defibrillation. The end-user¿s outcome and discharge status are unknown at this time.

Manufacturer narrative:
The reporter stated the end-user was hospitalized on (B)(6) 2026 with dka and a reported blood glucose of 1,800 mg/dl, with ICU care including defibrillation. Engineering logs were last synced on (B)(6) 2026 at 06:27 am and do not contain malfunction alerts or evidence of a factory reset. Available device data for the morning of (B)(6) 2026 is incomplete, and the device data available does not corroborate the reported severe hyperglycemia on that date. Repeated dexcom g7 ¿brief sensor issue¿ alerts were recorded on the two days prior to the reported event, and the absence of complete device data limits assessment of insulin delivery and glucose trends leading up to hospitalization. Therefore, the cause of the reported event cannot be determined from the available information, and no ilet malfunction was identified based on the available engineering logs.